Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. Correction to the previously submitted b5. The corrected quantity of the affected products is two (2), previously submitted as ten (10). H10: two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which did not identify particulate matter inside the sets. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in 10 solution sets. This was identified prior to patient use. There was no patient involvement. No additional information is available.